Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The pump was returned, and visual inspection revealed dried blood around the outflow and impeller, but a thrombus was not observed. The pump was run in a basin of water and operated within specification. The root cause of the low flow was most likely improper technique by the end user as when positioning the device, the physician mentioned that they were unable to get the pump into the correct position. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. During attempted implant, physician had trouble placing the pump and felt the pump was not flowing well. The physician made the decision to remove the pump as the patient was stable. There was no patient harm reported.